Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, when the clamp is inserted into the uterus for sampling, a piece of the jaw opening mechanism has been detached and lodged inside the patient. In both cases the fragment was recovered, and the intervention was completed, although with a delay of less than 30 minutes. Fortunately, the patients have not suffered any harm. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the investigation of the returned product revealed that a connecting rivet has come loose in the joint on the distal side. In addition, at the transition from the luer to the shaft that the shaft has been bent by mechanical force. The event is filed under internal karl storz complaint ID: (B)(4).